Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and battery out limit. Customer's blood glucose was unknown mg/dl. The customer was advised to clean battery cap with a dry cotton swab. The customer was instructed to wait 5 seconds before inserting new battery. Customer received already a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer did not want to troubleshoot for the battery out limit alarm.